Manufacturer narrative:
Investigation: visual inspection revealed that shaft had sheared at the spindle. There was no evidence of blood. Based upon the functional test, the reported complaint, "would not open and close" was confirmed as the broken shaft causes the scissors to not open or close by the handle. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3100 scissors would not open or close. The scissors could not be controlled by the handle. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.